Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: still implanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Patient reported that she cannot see at night or drive at night; has double vision, and must squint her eyes to see. She indicated she spoke with her doctor and the doctor told her, he did not know why she was not able to see. She also indicated she went to a retina specialist and was told she had nothing wrong with her retinas. She mentioned she had yag surgery 1 month ago for possible secondary cataract and it did not help her vision. She was prescribed several eye drops and it is not helping her vision. She also said she is experiencing dry eye and started after the cataract surgery. She is very upset that she has severe glare. Her vision is worst than before cataract surgery. She cannot see even with glasses.